Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e-200 to address the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the e-200 for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that insufficient sealing occurred on synchroseal instrument with "hemostasis may be compromised. Inspect the jaws for possible damage¿ error. The issue occurred when using both bipolar ports of the e-200 integrated electrosurgical unit (iesu). The surgeon did not encounter a similar issue when working on other cases in another hospital using e-200 iesu and synchroseal instrument. Therefore, the surgeon suspected that the iesu was not working properly in this case. The procedure was delayed for less than 30 minutes. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: when the sealing was allowed, there was a continuous tone. When the sealing or synch was allowed, there was three ascending tones when the cycle was completed. At the end of the seal cycle a long audible tone was heard (indicating unsuccessful seal) when the error appeared. In both procedures (april 22nd and 23rd) there was a report of insufficient sealing on the synchroseal instruments. The synchroseal errogated energy but not properly. In the 90 percent of the cases in which the synchroseal was used, it was not possible to complete the seal and to cut due to an "hemostasis may be compromised. Inspect the jaws for possible damage" error, even by proper use of the pedal and trying with different quantity of tissue. The sealing was not complete due to the error; it was a problem, specifically on the uterine vessel. Clinical sales representative (csr) also mentioned that they had to open another complaint because the change of e-200 generator and the change of synchroseal instrument (on the procedure of april 30th they used the new generator and a new instrument with a different lot) did not resolve the problem. Csr waited to open the second complaint because the surgeon who followed the procedures with synchroseal, also followed other procedures in another hospital using e-200 generator and synchroseal. Surgeon and our clinical territory associate (cta) (who saw the procedures csr was talking about) confirmed no issue in the other hospital, so they still think that something is not working properly with their generator.